Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line), on the home choice (hc) unit. The problem was noted during use with the patient connected in initial drain. The home patient (hp) stated she connected herself in the initial drain and then got the system error 2240. The technical service representative (tsr) explained the alarm 2240 and assisted the hp to cycle power off/on and then start over with all new supplies. There was patient involvement however there was no patient injury or medical intervention, associated with this event. Writer contacted customer. She confirmed that it was unknown what caused the alarm and she did not have any other information. She confirmed that she is ok and has continued with her therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.